Event description:
Per the report, "there is a crack on the device at one of the small notches. I took a photo, but it's difficult to see clearly. Only one device is affected so far, I don't have the precise batch number, but it was in the bag with the humidifier, batch 25b542, dated 08/10/2029. It appears that this crack appears during handling by healthcare staff and causes a leak. The person claims to have followed the correct handling instructions. The affected device is at the pharmacy."

Manufacturer narrative:
Per the report, "there is a crack on the device at one of the small notches. I took a photo, but it's difficult to see clearly. Only one device is affected so far, I don't have the precise batch number, but it was in the bag with the humidifier, batch 25b542, dated 08/10/2029. It appears that this crack appears during handling by healthcare staff and causes a leak. The person claims to have followed the correct handling instructions. The affected device is at the pharmacy." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.